Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log could not be retrieved because the unit would not turn on. The reported event of an error icon display could not be determined. A root cause could not be determined.